Event description:
It was reported that the delivery system collapsed. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa; however, the device was too proximal. The closure device was fully contained within the was during removal and was recaptured without any issues. Once the wds was removed from the was they found that the wds sheath had collapsed. The procedure was completed with the same was and another watchman ® laa closure device & delivery system. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer:the returned product consisted of a watchman delivery system (wds). Device analysis determined the condition of the returned device was consistent with the reported information. The shaft, implant and hub were examined. The tip had scratches on the inner surface. The implant was received in the lumen of the wds and deployed during analysis. There were several anchors on the implant bent back. The damage to the implant and wds is consistent with recapturing the implant. The implant size is consistent with the reported information. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the delivery system collapsed. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 33mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa; however, the device was too proximal. The closure device was fully contained within the was during removal and was recaptured without any issues. Once the wds was removed from the was they found that the wds sheath had collapsed. The procedure was completed with the same was and another watchman® laa closure device & delivery system. No patient complications were reported and the patient status is stable.